Event description:
The end-user called and stated that cust detected leakage on luer connection but it was unable to detect were the leaking was originated. Medical received the complaint and 10 unused sets and 1 used set.